Manufacturer narrative:
Exemption #e2007003. Device investigation summary: during evaluation of the device it was observed that the implant was received in three parts. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503754bc, lot # 7336627, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old asian female underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced baker grade iii capsular contracture and rupture post-operatively. As a result, the patient underwent device removal and replacement with a 375cc mentor memorygel breast implant, catalog number: 3503754bc, serial number: (B)(4) on (B)(6) 2019.